Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, the remote dose cord pin stuck in the remote dose connector. A functional test was performed - found that the remote dose cord can't slide all the way into the remote dose connector. The pump was tested for flow accuracy 3 times and passed all 3 tests. The complaint was not duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken for the reported issue. Remote dose connector and dso seal were replaced. Functional and delivery tests performed.

Event description:
It was reported that the "flow rate out of order source". There was unknown patient involvement and unknown patient harm/adverse event reported.